Event description:
It was reported that the customer went to his doctor's office due to hyperglycemia. The customer's blood glucose reading was 600 mg/dl at the time of the event. The customer was not available to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.